Event description:
The technician reported the brakes are not holding. The bed was located in (B)(6) at the facility. There was no patient/user injury reported. (B)(4).

Manufacturer narrative:
The technician found the brakes are worn most likely due to normal wear and tear. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2006 through 2013. It is unknown if the facility performed any other preventative maintenance on this bed. The technician adjusted all brake casters to resolve the issue. Based on this information, no further action is required.